Event description:
It was reported that during intra-aortic balloon (iab) therapy, (B)(6) called from the cicu to report a sensor failure message on the iabp. She wanted to confirm how to move to the transduced central lumen to the pump. She states that a pressure cable and transducer were connected to the pump. We advised her to then disconnect the fiber optic cable to observe the transduced waveform. Once that was done she stated that the waveform was very dampened with lots of artifact. An attempt was made to aspirate from the lumen but there was no blood return and then assumed clotted. A separate femoral aline was available but she reports that it was also very dampened and inaccurate. Suggested they obtain another/alternate aline if possible and connect to the pump and (B)(6) agreed. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).